Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator generated an error message that rendered it into an inoperable state. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The replaced breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The bd pcb was attached to a failure investigation test ventilator for analysis, and powered. No errors were recorded in the diagnostic logs. However, during standard self-test (sst) testing, it generated a ventilator inoperative condition. The reported error code was found in the ventilator diagnostic logs. The customer reported malfunction was verified.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.